Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Device used for off label indication. The indication the device was used for was mhy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was implanted to help with her epilepsy and due to her epilepsy she had a partial lobectomy and a craniotomy a day prior to implant. Every three months she gets adjustments and did not like doing this. She would go home after the adjustments and have a seizure every time. She also had heavy date chronic headaches since implant that never went away. The headaches were making her crazy because they have been constant for a year and she checked herself into the ¿loony bin.¿ she did note that the implant was helping with her tremor from epilepsy and knew this because they turned stimulation off in (B)(6) 2016 to see if her unrelated headaches improved, which they did not. The patient stated that the therapy was working and she was happy with it, it was the headaches that were not under control. In addition, the patient¿s leads go up the back of her neck and a lot of time her neck hurt. Her nurse practitioner told her the leads could not cause pain. She still had scabs on her head from the surgery. She had been in touch with the healthcare provider (hcp) regarding these issues and they tried further adjustments. They are telling the patient to do a craniotomy. She was also on a lot of oral medications: various narcotics, flonase, naproxyn, and ibuprofen. She was scheduled to see a headache specialist on (B)(6) 2016. The patient¿s indication(s) for use were non-malignant pain. It was unclear if it was for both this and epilepsy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had to travel a distance to get to her current healthcare provider and each time she did she got a seizure. The patient stated her husband increased the setting from 5.9 to 6.0 and that helped for about a month and then her left hand started to twitch and she didn¿t want to take zaripan all the time. The patient noted she had the device for epilepsy and her lead was in her brain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient is implanted for seizures. The patient said the device caused head- aches. The patient was redirected to their healthcare provider (hcp). The patient stated that the device is doing a really good job for seizures. Guidelines were reviewed for a tens unit and reviewed that it was up to the patient and the doctor.

Event description:
Additional information received from the consumer reported they just woke up so were out of it from waking up, and had a headache, which started since being implanted. The consumer was supposed to having normal reprogramming in october, but said it wasn't going to happen. The consumer called back a day later and stated they were experiencing seizures with twitching and jerking in their leg hand before they seized, which the implant was to help with. It was further reported the consumer may have sleep apnea which the healthcare provider (hcp) thought may be the reason for their headaches. In (B)(6) 2016 they went into a psychiatric unit and tried turning therapy off for 24 hours, but when they turned it off they became twitchy and jerky and had a seizure. On (B)(6) 2016 the consumer called back and stated no other hcp would take them due to the application for seizures, so they wanted to know if a manufacturer's representative (rep) would reprogram their device closer to them since driving to the original implanting physician aggravated their condition and they experienced seizures, but due to the device being used off-label the consumer was informed a rep. Couldn't do the reprogramming. According to the consumer a nurse at one of the clinics said the device could be removed, but the consumer said they were happy with therapy. After further investigation the consumer put in touch with a hcp who was closer to them and interested in managing their case moving forward.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stated that their device does a good job for their seizure control but is thumbs down for headaches. The patient stated that they had a headache at the time of the call. The patient re-reported issues. The patient reported seizures which occurred after every 3 month programming session. The patient said on (B)(6) their stimulation was taken up to 5 volts, when it is normally at 2.7 volts. The patient stated that they felt stimulation on the top of their tongue and at their hairline, so it was returned to 2.7 volts. The patient felt funny so they took an adavan and had a seizure that lasted 8 minutes. The patient was told to follow-up with the healthcare provider to resolve the symptoms.

Manufacturer narrative:
Correction in b1 of report 3004209178-2016-19299 should have had adverse event and product problem selected if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting migraines that were painful in the back of the patient's neck. The patient discussed this with their healthcare provider (hcp) and they stated that the pain would go away. The patient stated that the pain has not subsided and it seemed odd to them. The patient stated that it feels like a tension headache. The patient stated that they have a lead in the eyebrow and in the back of the neck. The patient also mentioned that their "head was killing them" and eyes hurt, but that was due to the smoke in (B)(6) and unrelated to the device. The patient requested a manual so their new hcp could program their device. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.